Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that lamp life was at 500 hours with a non-olympus bulb. It was also noted that the scope socket locking mechanism was not locking and the front panel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii xenon light source lamp malfunctioned. The issue was found during inspection for use for a procedure. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by a non-olympus lamp. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿always use the examination lamp designated below. To order a new examination lamp, contact olympus. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Turn the light source off and disconnect the power cord from the wall mains outlet before replacing the lamp with a new one. Otherwise, an electric shock may result. Do not touch anything inside the lamp chamber. The lamp chamber is extremely hot immediately after the lamp is turned off. Operator and/or patient burns can result. When replacing the lamp, do not leave any objects (such as a cloth and plastic bag) inside the lamp chamber. A fire and/or equipment damage can result. Store the hexagon wrench securely on the rear side of the lamp cover. If the wrench drops or any objects get inside the light source, turn off the light source immediately, disconnect the power cord and contact olympus. If the light source is used while the wrench is left inside the light source, equipment damage and/or an electric shock can result. Dispose of the examination lamp as described in section 7.3, ¿disposal¿. The glass surface may crack due to the high pressure inside the lamp if disposed of improperly.¿ olympus will continue to monitor field performance for this device.